Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was not having charging issue and no further course of action will be taken.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.